Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the customer was unresponsive when the aviva meter produced only an error message, so he called the paramedics. Reporter stated the paramedics obtained a 29 mg/dl result using their system and gave the customer medication to elevate her blood glucose levels. Reporter stated that the customer was taken to the hospital where she stayed 4 days. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.